Manufacturer narrative:
Additional information added. The product was not returned for evaluation; consequently, no product evaluation was performed. As such, the complaint could not be confirmed. Upon review of the device/ lot records, no non-conformities were found that would have caused or contributed to the reported complaint. There are no procedural nonconformities or interventions in the manufacturing of the subassembly lot. Based upon the complaint trend review, the volume of complaints is within the acceptable control limits and no complaint trend is observed. Complaint review indicates there have been no trends identified for particulates within solution for all lifecore manufactured syringe products. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed and replaced intra-operatively due to white matter on the lens. The incision was enlarged and the same model and diopter lens was implanted as a back-up. The patient has made a full recovery.